Event description:
User was performing a routine daily 100j test. User allegedly suffered from electrical shock performing the test while the paddles were in the pockets. No visual damage to the paddles. Paddles are in reversed position (right paddle in left pocket and vice versa). Top cover is one of the mounting studs. The stud was broken at the location of the right hand paddle pocket. Calibration is good. Routine test is good. Field engineer's opinion of the cause: user could have touched the metal parts of the paddle electrodes during test. 960827 factory evaluation: only the external paddles were returned for evaluation. Initial inspection revealed no defects. Subsequently hv testing showed no sign of leakage at 10 kv dc or at 6 kv ac. Voltage was applied between each hv electrode and foil formed around all surfaces of the handles area of the paddles. Root cause analysis: no trouble found with the paddle set, including hv integrity of the isolation provided the operator. 960827 feedback form field engineer on broken stud: this appears to have nothing to do with the alleged shock event. Ordering a new top cover to be installed before returning the unit to the customer.